Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device did not have audible sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H10: the actual device was returned to philips bench where the technician was able to replicate the customer's issue. The technician found the device had speaker malfunction alarm and log messages and no audio due to corrosion on the system board. Corrosion is known to be caused by improper cleaning/disinfection of the mx40/mx4j pmw and/or use of unapproved cleaning and disinfecting agents. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.